Event description:
It was reported that the colonovideoscope had a black streak on the image. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the objective lens. Based on the results of the investigation, it is likely the reported black steak in the image occurred due to dirt on the objective lens. The cause of why the dirt remained on the objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.